Manufacturer narrative:
Device evaluation/analysis: the implicated device was evaluated in the firm's laboratory and revealed no leaks between the housing outlet and microbore tubing and no leaks when the inlet female luer was connected to a standard male luer connected to tubing which was clamped off. The male outlet luer was not connected to a female luer connection, thereby such a connection was not tested. The wings of the outlet luer collar displayed rough indentations typical of a tool, such as a hemostat, having been used to attach and tighten, or more likely, loosen and detach the luer collar. The reported leak most likely oringinated from the female luer on the catheter or extension tubing not conforming to the iso standard for luer lock connectors and/or excess force applied during the connection to crack or break the male taper. In the latter case, the luer collar would have held the broken part together. In either case, a resulting small leak would not have been noticed until a later time. Conclusion: the reported leak is unlikely to have originated in a defect or malfunction in the filter's male luer lock/taper. Unless substantially significant info becomes available, this constitutes a final report.

Event description:
It was reported that the device leaked at the connector, which caused a drastic reduction in the pt's blood pressure. Pt was in the intensive care unit.